Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to unknown reasons. Cuff was explanted and replaced. Additional information was received. Original cuff size was too big. Patient was not continent. Expected full recovery.